Event description:
Allergan sales representative reported on behalf of a physician that a "band slippage" allegedly occurred with a lap-band device. The surgeon initially believed it was an erosion, but during the revision surgery, noticed that it had slipped. The product was removed and discarded.

Manufacturer narrative:
Taper unk. (B)(4). The rptr of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."